Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure they loaded the hst iii system (3.8mm) normally as in the IFU method during surgery, and then aortic cut the patient; inserted the seal into the aorta hole, but the seal was surgery was performed after exchanging the product because it did not unfold in shape and fell out of the hole. The seal was installed normally and no cracks were found in the seal. The symptoms of falling out of the aorta hole occurred without spreading widely and without spreading normally. The exchanged product was applied well to the patient, and there was no abnormality in the patient's condition after the operation, and the operation was completed well.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/08/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. The opened deployed seal was observed in the delivery device. Blood was observed on the delivery device indicating an attempt was made to introduce the device into the aorta. The white plunger was observed to be depressed. The blue safety lock was not observed in the photograph. An investigation was conducted. Signs of clinical use and evidence of blood was observed. The seal and tension spring assembly was observed in the delivery device, but not fully seated in the delivery device. The seal was observed to be deployed and in an opened state. There were no cracks or delamination observed on the seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. No measurements of the delivery device were taken due to the presence of blood on the delivery device as well as on the seal indicating an attempt was made to introduce the device into the aorta. Based on the photographic inspection as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000251832 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.